Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under rear te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed prednisolon ointment for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.